Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg via use of their charging system. In turn, the patient lost stimulation over time. Troubleshooting via assistance from a company representative was unsuccessful. Next, x-rays were taken and revealed the patient's ipg had flipped in the pocket. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.